Event description:
Result was 121 mg/dl. The user was feeling hypoglycemic and drank orange juice. A few hours later the patient still didn't feel well and went to the hospital. Before the hospital did anything the patient wanted to eat. After eating something patient's glucose was 172 mg/dl. Patient was told that patient may have had dehydration and hypoglycema. No treatment was given. Patient went home patient's device read 142 mg/dl. Controls were not used. The device was replaced and requested to be returned for evaluation.